Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation determined that site had the incorrect ip address. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system no longer was able to works with electronic picture archiving and communication systems (pacs). No patient was present at the time of the event.